Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and liver disease/toxicity. Medical intervention was not specified. During the investigation manufacturer observed the humidifier and air inlet were missing. Small whitish specs of contamination were observed in the window of the ui panel. Manufacturer observed an unknown dust-like contamination on the bottom enclosure, and on the interior side of the top enclosure. What seemed to be insect larvae was observed on the backside of the ui panel. A whitish dust-like contamination was observed inside the blower motor. Dust-like contamination was observed on the top enclosure, right panel, inside the iso port, air inlet, and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. . The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 3 errors logged. 3 instances of e-93 (err_rtc_value) a continue error. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device. Problem code grid, evaluation method code grid, evaluation results: code grid, conclusion code grid, and component code grid. The date received by mfg, device availability for evaluation, and date returned to mfg have been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and liver disease/toxicity. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.